Event description:
Literature based adverse event: doi: (B)(6)/pace.12488 an electrical plasma surgery toll for device replacement - retrospective evaluation of complications and economic evaluation of costs and resource use a. Kypta, h. Blessberger, k. Saleh, s. Honig, j. Kammler, k. Nesser, c. Steinwenders pace (2014) issue 00 objective of the study: two groups were compared: in group 1, surgery was done with scissors and conventional electrocautery, whereas the peak plasmablade was used in group 2. Procedure time and complication rates were retrospectively investigated. Group 1 = 509 patients, group 2 = 102 patients. Procedure time in group 2 was significantly shorter, hospital stay was also reduced, and there were no damaged leads in group 2 one major complication occurred in two patients within group 2: two hematomas that required evacuation.

Manufacturer narrative:
Product event: 700829901 eval code method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.